Event description:
Patient reported experiencing an e8 (power interrupt) on the infusion device. On (B)(6) 2013 preliminary evaluation shows the e8 could not be confirmed because of a flat pressed button. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result e8 was found in the history list. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. Due to the leaky soft components liquid entered and destroy the functionality of the button. The down button is permanent active due to external mechanic damage. As result of the defective button the pump correctly triggered an unclear able e8 error message. As further result of the permanent activated up button the other buttons do not respond to commands. The problem mentioned by the customer is related to mishandling of the product by the customer.